Event description:
It was reported that on (B)(6) 2008 the patient presented in ER with left side chest pain, tender with palpitation which radiated to the neck. The patient stated the neck was tingly. The patient had undergone a stress test earlier and acute myocardial infarction was ruled out. The patient also underwent a vq scan which was negative for pulmonary embolus. The patient underwent a persantine thallium which was negative for ischemia. Additionally, they underwent an echocardiogram where they were found to have bilateral atria on the high end of normal for size with mild mitral insufficiency, but with normal left ventricular function. A chest x-ray which was negative for acute cardiopulmonary disease. On (B)(6) 2008, the patient was discharged from hospital. On (B)(6) 2008, the patient presented with the preoperative diagnosis of spinal stenosis, l3-s1; degenerative scoliosis, lumbar spine; degenerative instability, lumbar spine; low back and right lower extremity pain; and paresthesias. The patient underwent surgery which consisted of a decompressive laminectomy for spinal stenosis, l3, l4, l5, s1; lateral recess decompressions and foraminotomies, l3, l4, l5, s1; right-sided facetectomies, l3-4, l4-5 and l5-s1. Pars inter-articularis osteotomies right side, l3, l4, l5; posterior spinal fusion with segmental instrumentation, t10, t11, t12, l1, l2, l3, l4, l5, s1, pelvis with local bone graft op-1 bone morphogenic protein, isotis, beta tricalcium phosphate, isotis allograft putty, and isotis total bone matrix; posterior segmental spinal instrumentation, t10, t11, t12, ll, l2, l3, l4, l5, s1 pelvis with theken pedicle screw system; complete diskectomies l3-4, l4-5 and l5-s1; transforaminal lumbar interbody fusion l3-4, l4-5 and l5-s1 with infuse bone morphogenic protein and local bone graft; insertion of transforaminal lumbar interbody fusion (tlif) cages, l3-4, l4-5 and l5-s1, spinal elements peek tlif cages, a 10 mm cage at l3-4, a 10-mm cage at l4-5 and a 12-mm cage at l5-s1; intraoperative neurologic monitoring; interpretation of intraoperative neurologic monitoring; harvesting of local bone graft from the posterior elements of l3, l4 and l5; and interpretation intraoperative radiographs. Per the operative report ¿¿a 12-mm spinal elements tlif interbody fusion cage was selected. It was filled with infuse bone morphogenic protein and then tapped into position and checked with the image intensifier¿ attention was then directed towards the l4-5 level, in a similar fashion from the left side a complete thorough diskectomy was performed, the endplate cartilage was removed. The disk space was packed anteriorly with local bone graft, a 10-mm cage was then selected, filled with infuse and then tapped into position ¿.another 10-mm cage was selected and filled with infuse and local bone graft was packed anteriorly and the cage was then gently tapped into position and checked with the image intensifier. All of the remaining set screws were then torqued with a torque wrench¿.¿ no patient complications were noted. On (B)(6) 2008, the patient presented in ER with right thigh pain (onset approx. 4 days prior), tenderness on palpitation to back, and mild tenderness to palpitation of the thigh areas. On (B)(6) 2008, the patient presented with fecal impaction in the context of back surgery and narcotic use. The patient reported not having had a bowel movement on the last month. The patient was on chronic narcotics. The patient had some vomiting and some urinary symptoms (¿always¿). The patient underwent a manual dis-impaction x 3. The patient also had their hypokalemia treated, as well as IV fluids and symptomatic measures. On (B)(6) 2008 the patient presented in ER and was admitted to hospital with recurrent low back and leg pain. The patient reported that they were taking vicodin without relief. Radiographs were taken of lumbar spine which showed that the instrumentation was in good position. The patient had no spine fractures. A CT scan was obtained which showed all the pedicle screws and instrumentation in good position. It also showed small fluid accumulations in the subcutaneous soft tissues at l3-4. No other acute abnormalities. Diagnosis: chronic pain, back pain and right leg radiculopathy. On (B)(6) 2008, the patient was discharged from hospital. On (B)(6) 2008, the patient presented in ER with severe back pain, the patient reported a slight fall the day before resulting in increased pain - sharp in character and mostly in the lower back, but some in the upper back. Medications: vicodin and soma. On (B)(6) 2008, the patient presented in ER with chronic back pain. The pain was reported as having worsened over the past 3 days. The patient had run out of pain medication and was seeking a refill. Analgesics were refilled. On (B)(6) 2009, the patient presented in ER after having fallen earlier that day and having, what the patient described as a ¿twisting motion¿ and unusual back pain. The patient had run out of pain medication the week before, but reported they had not really needed it because they had been feeling well. Per the physicians notes ¿..she might benefit from seeing a pain specialist. I did tell her it is difficult for us to dispense narcotics from the emergency department, especially when she does have a physician. Will give her a small prescription for vicodin and a very small prescription for soma¿likely this is just a strain¿ on (B)(6) 2012 the patient presented with abdominal pain, dysphagia, and a family history of gi malignancy. The patient underwent surgery that consisted of an upper gi endoscopy. Impression: mild schatzki ring. Dilated. Gastric bypass with a small sized ouch and normal jejunum. No patient complications were reported. On (B)(6) 2012, the presented with abdominal pain, dysphagia, and a family history of gi malignancy. The patient underwent surgery that consisted of a colonoscopy. On (B)(6) 2012, the patient presented for pre-op clearance for removal of fixation system from previous surgery. The patient presented with gluteal pain which had been ongoing since the surgery (right > left). A CT scan had shown the iliac fixation to actually cross the s1 joint on the right side giving the patient continual pain. The patient also presented with severe scoliosis and an abnormal gait. Medications: vicodin and soma. On (B)(6) 2012, the patient presented with painful mal-positioned hardware and lumbago. The patient underwent surgery which consisted of the removal of iliac bots and exploration of the fusion mass. Per the operative report ¿¿the screws at l4, l5, s1 as well as the cross-connectors for the iliac screws were identified, there was considerable bony overgrowth¿.. We followed her dissection up and found considerable bone along the screws between l5 and s1, indicating a solid arthrosis¿ (after removal of offset connector and rods) there was no evidence of motion at all¿¿ no patient complications were reported. Per an intraoperative neurophysiology report ssep responses were not significantly changed from baseline responses. There were no sustained or persistent abnormalities. On (B)(6) 2012, the patient was discharged from hospital.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.